Event description:
Hill-rom tech support received a report from the account stating the pt positioning module alarm is not loud enough. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # 109308.

Manufacturer narrative:
The hill-rom technician support representative found bad paizo alarming on the pt positioning module board. Per the hill-rom service manual, warning: the pt position monitor is not intended as a substitute for good nursing practices. It must be used in conjunction with sound pt risk assessment and protocol to prevent personal injury. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account will replace the pt positioning module pc board to resolve the issue. Based on this info, no further action is required.